Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose, which created a situation where the cutter was not able to be inserted. Therefore, the reported condition was confirmed. It was determined that this was due to bearings that were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a cervical surgical procedure, it was observed that attachment device would not load or hold the drill bit devices. There were no delays to the surgical procedure as an identical spare device was available for use. The surgical procedure was successfully completed. There was patient involvement. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.